Event description:
Patient presented to the physician with the stimulation lead eroded through the skin at the neck incision site. Physician brought the patient into the operating room, tucked the stimulation lead, and closed. The physician prescribed antibiotics after the procedure was completed.